Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the inner insulation of the lead became ext rinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated stretching. Visual summary analysis of the lead indicated damage at implant. The lead was returned stretched, with buckling of the inner insulation. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin.

Event description:
It was reported that, during a right ventricular (rv) lead implant attempt, there was placement difficulty due to the patient's anatomy. It was noted that the helix would not extend after multiple extensions and retractions during placement. A new lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.